Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. The patient noted receiving a red alert related to this issue, and an in-clinic visit was recommended to evaluate the lead for potential replacement. No adverse patient effects were reported. This rv lead remains in service.